Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaws were difficult to open wherein they were partially opened but were completely removed from the tissue. Another device was used to complete the procedure. There was no patient injury.